Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm with the incident lot was observed.

Event description:
It was reported that there was black precipitate in the bd vacutainer® sst¿ tube before use. No injury or medical intervention were reported.

Manufacturer narrative:
A DHR review was conducted, and no issues were identified. No changes were made to the investigation or closure tabs.

Event description:
It was reported that there was black precipitate in the bd vacutainer sst tube before use. No injury or medical intervention were reported.